Event description:
The hcp reported the pt had been having good effect from the intrathecal baclofen unitl 4 months ago. "Dose escalations not as effective as before." The catheter was explored in the operating room with good cerebrospinal fluid flow noted. The hcp elected to replace the pump. A follow up report will be sent when additional info is received.